Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The reporter's meter serial number (B)(4) and strip lot 47158811 were returned for investigation. The returned material was tested with a high level control sample. Testing results (qc range: 2.7 - 3.3 inr). Qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to coaguchek xs meter serial number (B)(4). At 9:00 am, the result from meter (B)(4) using strip lot 47158811 was 3.5 inr. At 10:00 am, the result from meter (B)(4) using strip lot 45392312 was 1.9 inr. The expiration date of the strip lot is unknown. At 2:30 pm, the result from the laboratory was 2.7 inr. The customer has a therapeutic range of 2.0-3.0 inr.